Event description:
It was reported that upon interrogation an alert for possible output circuit damage was displayed. Alert was delivered during the same day patient had heart surgery. Device download was successful and the device was restored to normal device function. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.